Manufacturer narrative:
No motor error alarm, no reservoir alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 409 mg/dl. The customer reported that the insulin pump received motor error alarm and no delivery alarm. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was able to successfully clear the alarm and able to complete insulin pump rewind. The displacement test was performed and it said no reservoir detected in test and motor error alarm did not occurred after manual prime or fill tubing. The high pressure test was performed and it said no delivery in test and customer repeated high pressure test. It was also reported that customer did not report motor position encoder error alarm and drive support cap was normal. The insulin pump was not exposed to high magnetic field. The insulin pump will be returned for analysis.